Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service engineer went onsite and evaluated the device. Field service engineer found out that ventilator was missing exhalation sensor receptacle cover and o rings. Installed new cover and o rings and performed complete preventive maintenance. Installed vela preventive maintenance kit and oxygen cell provided by customer. Ran user verification test and operational verification procedure. All tested okay according to factory specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported low volumes on the vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.